Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned through implant patient registry that a patient with a 23mm 3300tfx aortic valve was explanted after an implant duration of 8 years, 10 months due to unknown reason. The explanted valve was replaced with a 23mm 11500a valve. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional customer complaint. The information reported may or may not be related to the edwards device.

Manufacturer narrative:
H3: customer report of calcification and degeneration were confirmed. As received, all three leaflets had cuts of approximately 6mm x 8mm and one 8mm on leaflet 1, 3mm x 7mm and three 8mm on leaflet 2, 8mm x 10mm and one 4mm on leaflet 3. The cuts had a smooth and straight edge. Cutout leaflets were not returned. X-ray demonstrated all three commissures bent inward; moderate calcification was observed on the remainders of leaflet 3, and minimal calcification on the remainders of leaflets 1 and 2. Wireform was exposed on commissure 1 on the outflow aspect. Sewing ring cloth had multiple cuts around the valve. Updated sections: b5, d9, g3, g6, h2, h3, h6 component code, device code(s), and type of investigation.

Event description:
It was learned through implant patient registry and investigation that a patient with a 23mm 3300tfx aortic valve was explanted after an implant duration of 8 years, 10 months due to degeneration with minimal calcification. The explanted valve was replaced with a 23mm 11500a valve. Per pathology report, bioprosthetic valve with cuspal degeneration, calcification, and perivalvular fibrous tissue overgrowth.

Manufacturer narrative:
Updated sections: d4 expiration date, g3, g6, h4, h6 type of investigation, investigation findings, and investigation conclusions. The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. A definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed to the event.